Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet bionic pancreas after reconnecting a dexcom g7 cgm and continuing manual meal injections without making meal announcements to the device; the cgm paired successfully, the infusion site appeared functional based on prior insulin effect and observed glucose decline, and a peak glucose of 380 mg/dl persisted above 180 mg/dl for approximately six hours with alerts for sustained levels above 300 mg/dl. Symptoms included hyperglycemia without loss of consciousness, dizziness, or other acute complications. Outcomes included no need for assistance, no professional medical intervention, and no hospitalization. Investigation included review of device data and cgm pairing status, assessment of insulin delivery history, and user interview regarding use patterns and missed meal announcements. Investigation of this case revealed that the event was attributable to missed meal announcements while the device attempted to apply correction dosing, with no evidence of device or infusion set malfunction. It was concluded, based on previously established findings for similar reports, that user interaction related to missed meal announcements caused the hyperglycemia.